Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 75mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the final angio identified a type ia endoleak. It was stated that the physician then decided to implant heli-fx endoanchors in the stent graft concentrating on the left side of the aorta to treat the endoleak. The final angio showed no type ia leak. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information was received: on review of images the physician cannot confirm that the endoleak is a type ia. Film evaluation summary: the cause of the reported possible type I endoleak, which was reported to have resolved following implant of endoanchors, could not be determined from the returned films. A pre-implant 3d-CT film report revealed that the proximal neck diameter ranged from 24 ¿ 26mm along a 25mm length. The neck contained slight calcification with no appreciable thrombus, and appeared essentially straight in the left-right axis. However, the amount of any a-p angulation could not be determined from the returned films. Films during implant including images prior to and after implanting the endoanchors were not available for return; therefore, the reported endoleak could not be assessed, and the stent graft in-vivo configuration could not be reviewed. Analysis of the returned pre-implant films did not reveal any anatomical characteristics that could explain the reported endoleak event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.